Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was reprogrammed and longevity estimation was within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) did not meet their expectations and they suspected premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.